Manufacturer narrative:
A.4. Patient weight: asked but unavailable. B.7. Other relevant history, including preexisting medical conditions: asked but unavailable. D.10. Concomitant medical products and therapy dates: asked but unavailable. H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. According to the gore® excluder® thoracoabdominal branch endoprosthesis instructions for use, potential device and procedure-related adverse events and complications that may occur with the use of the gore® excluder® thoracoabdominal branch endoprosthesis, or in any endovascular repair procedure, which may or may not require intervention include, but are not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis. It was reported that the devices were successfully implanted and were patent at the close of the procedure. It was noted that mural thrombus was present in the thoracic aorta. On (B)(6) 2025, the patient began to experience stomach and intestinal pain. It was suspected that wire manipulation during the procedure may have caused shower emboli from the thoracic aorta to spray into the celiac or superior mesenteric artery. A reintervention was performed on the patient's colon. The procedure was successfully completed. However, the patient continued to deteriorate and stomach ischemia was reported. Deterioration continued and cta of the patient's abdomen and pelvis confirmed that all implanted devices remained patent. On (B)(6) 2025, the patient expired.

Manufacturer narrative:
B.2. Outcomes attributed to adverse event: added. D.2a./d.2b common device name/product code: corrected. D.5. Operator of device: added. H.6. Component code: code g04122 updated to code g07001. H.6. Type of investigation: code b15 added. H.6. Type of investigation: code b15 - images were provided, and an imaging evaluation was performed. H.6. Investigation findings for imaging evaluation: code c19 added. H.6. Investigation findings for imaging evaluation: code c19 - two sets of pre-implantation cta images dated (B)(6) 2024, and (B)(6) 2024, were available for evaluation. The imaging evaluation, performed by a clinical imaging specialist, showed that there appeared to be irregular thrombus in the descending thoracic aorta (dta) and abdominal aorta on both time-points. The abdominal/pelvis cta scan only showed half of the aorta: possible proximal landing zone (45mm ¿ 65mm) in the dta. Diameters appeared to range from 35.3mm ¿ 37.4mm, with thrombus. The partial 3d images showed aortic tortuosity just distal to the renal arteries. Images showed thrombus at the level of the renal arteries and distally in the tortuous aorta. Aortic aneurysm diameter on the (B)(6) 2024, study: 48.9mm x 48.7mm. Aortic aneurysm diameter on the (B)(6) 2024, study: 52.4mm x 50.2mm. There appeared to be minimal change in thrombus between the 2 time-points. H.6. Investigation conclusions: codes d1001 and d12 remain unchanged. According to the gore® excluder® thoracoabdominal branch endoprosthesis instructions for use (IFU), potential device and procedure-related adverse events and complications that may occur with the use of the gore® excluder® thoracoabdominal branch endoprosthesis, or in any endovascular repair procedure, which may or may not require intervention include, but are not limited to, bowel complications (e.g., ileus, transient ischemia, mesenteric ischemia, infarction, necrosis), and death. The IFU also notes that wire positioning within the visceral arteries and aorta should be monitored and maintained throughout the procedure to minimize the risk of iatrogenic complications due to wire manipulation.